Event description:
It was reported that during routine maintenance it was observed that the motor device "ran hot". The reporter stated that the heat was "coming from the drive portion of the device instead of the bearing sleeve area". No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the elbow and base exceeded acceptable temperature limits. Therefore, the reported condition was duplicated and confirmed. Evidence indicates this was due to normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.